Manufacturer narrative:
Part 314.743, lot 15803-01: release to warehouse date: may 09, 2011. Supplier: synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the returned device was examined and the complaint condition was able to be confirmed as the distal tip was broken flush with the drive shaft helix. The complaint condition cannot be replicated due to post-manufacturing damage. The drive shaft for ria is a component of the reamer/irrigator/aspirator (ria) system which is utilized for intramedullary reaming and bone harvesting. The reported failure mode is typically associated with the application of an overload of forces to the distal end of the drive shaft, resulting in stresses beyond the failure limit. The root cause could not be definitively determined as method of use at the time of instrument failure is unknown. Per the technique guide, a cannulated drive unit which delivers 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Specific details regarding the technique used/handling are unknown. Information on care and maintenance, including inspection, is provided per the processing synthes reusable medical devices, instruments, instrument trays, and cases product literature. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis was able to be completed due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device code hrx. Implant and explant dates: device is an instrument and is not implanted / explanted. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the sales consultant was reviewing his field equipment on (B)(6) 2017, he noted that the drive shaft reamer instrument tip is broken. The tip fragment was not found inside the set. No patient involvement reported. This report is for one (1) drive shaft-minimum 520mm length for use with ria. This is report 1 of 1 for (B)(4).